Manufacturer narrative:
All operating currents are within the specification, no unexpected low battery and failed battery test, bad battery, off no power alarm or battery indicator anomaly was noted. The off no power alarmed properly saved in pump alarm history screen. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer has no power in their insulin pump even after replacing the batteries with new ones. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the insulin pump back for analysis. A replacement pump was shipped to the customer. No further information was provided.